Event description:
Pt reports they are trying to infuse hizentra 15gm tonight and has only been able to infuse 5gm so far, and stated it was very slow. Pt stated connections are good, denies any clicking noises and pump looks like it is working but is not infusing medication. Rph counseled pt on how to infuse via manual push with prefilled syringe to needle set at slow rate 1ml every 2-3 minutes. Pt tried but was getting a lot of resistance and did not want to continue. Rph advised pt they will contact md to advise pt as only bale to get about 6.5mg of hizentra dose tonight and to see if md wants to authorize makeup dose or if pt s ok to just infuse full dose at next infusion. Pt also stated they maybe switching to xembify or cuvirtu after hizentra, and believes it is supposed to be xembify. No further information, details or dates available. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: hizentra 20% pfs (4gm total) - 15gm. Hizentra indication: other dermatomyositis with respiratory involvement. Did pt miss a dose or have an interruption to therapy? - unknown did adverse event(s) result due to product issue? - unknown did pharmacy replace device? - yes is device associated with event available for return? - unknown.